Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging an "error 2" and "error 5" issue with a one touch ultra meter. The reporter indicated that the error message issues started on (B)(6) 2010, at 7:00 am. A half hour after the alleged issue began, the patient claimed that he developed symptoms of weakness, sweating, dizziness, and blurred vision. The patient denied that he received any treatment because of the alleged issues. The alleged "error 3" and "error 5" issues were resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms which can be associated with severe hypoglycemia after the alleged issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.